Manufacturer narrative:
The customer reported multiple discrepant magnesium results on the architect c803791. The customer technical advocate reviewed the instrument logs and noticed that quarterly maintenance was completed the prior day. While on-site, the field service representative (fsr) discovered the 1ml syringe, list number 09d41-03, was not seated properly when the customer had replaced the part during quarterly maintenance. The issue was resolved by reseating the part. A review of the architect c803791 service history did not identify any contributing factors on or around the date of the complaint. There were no subsequent complaints associated with discrepant results. A review of tickets for the architect c8000 system and the 1 ml syringe did not identify an increase in complaints related to falsely elevated results and no trends for the reported issue. A review of labeling was found to adequately address the issue. Based on the investigation no product deficiency was identified for either the 1ml syringe (ln 09d41-03) or the architect c8000, serial number (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer reported falsely elevated magnesium (mg) results on two patients. The results provided were: pt#2 = 7.0 /1.1; pt#4 = 6.6 / 1.4mg/dl (normal range = 1.6-2.6mg/dl). There was no reported impact to patient management. There was no additional patient information provided.